Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was in the mid 300 mg/dl.